Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 13-mar-2020.

Event description:
The customer reported a navigation ring malfunction. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the reaction of the navigation ring was intermittent. The service technician replaced the front bezel and the problem was resolved.

Manufacturer narrative:
G4: 08may2020. B4: 09may2020. The replaced front bezel assembly was returned for failure analysis. It was determined that contamination within the internal structure was the cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.